Event description:
The caller reported a malfunction on the pump, displaying a fault code malf 12, with an available fault ID of 12-0x2071. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump, with the instruction to call back if any issues arose.